Event description:
A surgeon reports that following intraocular lens implant surgery, a patient notices a glow around lights in the distance at night. The glow diminishes as it approaches the light and then disappears at about 30 feet. A yag capsulotomy was performed with no improvement noted. The patient was also given pilocarpine drops, but this was discontinued as the patient could not tolerate it.